Event description:
The hospital distribution manager reported that a nurse sent her an IV set that was leaking from a small hole in the tubing while infusing a medication (unspecified) to a pt. She reported no pt harm occurred and the IV set was changed without any problems. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of a leaking set was confirmed. A visual inspection of the returned set noted a hole in the silicone tubing near the upper fitment. Crush marks were also noted on the upper fitment. Functional testing was able to replicate the leak from the hole. The cause of the leak in the silicone tubing was due to the hole in the silicone tubing. The root cause of the hole was not identified.